Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the clinic on (B)(6) 2015 with a noted low speed operation followed by a pump stoppage event on (B)(6) 2015 while sleeping. The patient reportedly heard an alarm when he turned over in bed; however, the alarm went away. The patient then went back to sleep. The patient was reported to be asymptomatic. A review of the submitted log file data confirmed the reported event. An ungrounded power module patient cable was provided. No additional information was available.

Manufacturer narrative:
Device evaluation: the report of low speed and pump stoppage events could be confirmed based on the evaluation of the returned device. The pump returned assembled with the percutaneous lead (lead) cut approximately 11.5 inches from the pump housing and the severed portion of the lead was also returned. The attachment of the percutaneous lead to the outlet housing was intact and appeared to be free of damage. A distal-end lead replacement had been previously performed. The reinforcing sleeve was removed from both portions of lead to examine the shielding and bionate layers, and an area with shield breakdown was noted on the pump-end portion of the lead. The distal-end portion of the lead, measuring approximately 37 inches in length, was tested for electrical continuity and all wires were found to be electrically intact. No shorts or discontinuities were found. The shielding and bionate layers were removed from the distal-end portion of lead and the examination of the underlying wires revealed a disruption in the insulation of the brown wire, approximately 1 inch from the proximal-end. Electrical continuity testing was performed on the pump-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found. The shielding and bionate layers were removed from the pump-end portion of the lead and the examination of the underlying wires revealed a disruption in the insulation of the orange wire approximately 9 inches from the pump housing. The conductors of both the brown and orange wires were exposed. The disruptions of the brown and orange wires appeared to be the result of repetitive movement of the lead in these areas, which caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the wires would have interrupted pump function as a result of a phase-to-phase short if the exposed conductors from both wires made direct contact with each other or simultaneous contact with the braided shield while the system was supported by either the power module or batteries. The reported event also could have resulted from the exposed conductors of either wires potentially contacting the braided shield and creating an electrical short to ground if the system was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: it was reported that a driveline issue was suspected.

Manufacturer narrative:
Approximate age of device - 2 years, 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Correction: additional information was received indicating that no pump stoppage was noted. Additional information:the device was returned, evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was received indicating that a pump exchange was performed. The cause of the pump exchange was reported to be multiple "intermittent alarms" despite being on fully charged batteries and visually clean clips. It was reported that the alarms were present on multiple batteries and clips as well as on both epc system controllers. No pump stoppage was noted.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient has known driveline complication and intermittent alarms, and was admitted for elective hmii explant and implant of new hmii. Patient is unable to connect to grounded cable give h/o "short-to-shield". Patient currently only able to run pump on battery power.